Event description:
It was reported that an alert was received via remote transmission showing post-sensed t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.